Event description:
Infant with peripheral IV with a trifuse infusing total parenteral nutrition (tpn), lipids and a saline locked medication line. The infant's linen was noted to be saturated and the tpn filter "sticky." Registered nurse (rn) observed fluid to be leaking at the tpn filter. Trifuse removed.